Event description:
It was reported a patient's implantable cardioverter-defibrillator presented with far r-wave over-sensing. Programming changes were made to restore normal parameters. The patient was stable.